Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 34 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, hemolysis was reported following suction events, as evidenced by red-tinged urine observed in the foley catheter. The patient was noted to have a small left ventricle. Imaging was not performed to assess pump position at the time of the event. While on support, the impella cp device was operating at performance level 5 with lower than expected flows of 1.9 liters per minute. The purge solution consisted of dextrose 5% in water with 6.25 units per milliliter of heparin. The device was successfully weaned and explanted. The patient survived with no additional adverse events reported. Hemolysis is a known risk associated with impella support and may be influenced by suction events, small left ventricular cavity, and the patient¿s underlying clinical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.